Manufacturer narrative:
Information contained in this report was previously submitted through asr on (B)(6) 2016. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the device related to the reported event of deflation, visibility/palpability, blister, pain-ndr and anxiety-product/procedure received on (B)(6) 2021 with lot number 2270433. Visual analysis of the returned device identified: opening, crease fold and brown/yellow particles in the surface of the shell and wear abrasion. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify a punctured in the anterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a puncture opening on anterior assessed as to surgical damage like. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported for left side implant is ¿deflating slowly¿, ¿feels tight¿, and ¿there are water blisters on their chest from the saline bubbling to the surface of their skin.¿ physician confirmed the left side deflation and later reported "an exchange from a textured to a smooth breast implant due to the patients concern with the product." Patient additionally reported a non-device related event of "jabbing feeling that started happening after all the saline dried out and [patient] could feel the folds in the implant." The device has been explanted.